Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the distractor's flexible arm extension disengaged. No injury reported.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the product returned. There were no indications of material or manufacturing defects. The results of the investigation have concluded that the root cause for breakage was due to structural failure of the device due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.